Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the bolus wizard on the insulin pump was not providing proper estimate value. Customer's blood glucose was 158 mg/dl. Troubleshooting was done. Customer reported that he was hospitalized last (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose was 500 plus mg/dl. Customer sated that he had flu and when he woke up he had problem breathing and did not feel well. Customer stated he went to urgent care due to dizziness and vomiting but was referred to hospital. Customer was wearing the insulin pump at the time of ER and was not in an accident. Customer reported that the insulin pump alarmed no power. Customer's blood glucose was 178 mg/dl. Advised customer battery cap would be replaced. It was also mentioned customer's blood glucose was 258 mg/dl. No further information provided.